Event description:
Customer reports they tried to deploy the reflector, and it did not work. They tried multiple times and it didn't come out. When removing it did deploy the reflector but nowhere close the lymph node they were targeting. They went back with another needle and was able to place a reflector at the intended target.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.